Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided and there is no product available for investigation. Additionally, although the reported low flow alarms could not be confirmed through this evaluation, the account attributed them to the reported outflow graft obstruction. Treatment was provided, and the low flow alarms reportedly resolved. The account communicated that the patient was having frequent low flow alarms which reportedly continued despite increasing the patient¿s fluid intake. Also, the patient had increased bilateral leg swelling, shortness of breath, and lethargy. A cta (computed tomography angiography) revealed compression of the outflow graft due to substrate between the outflow graft and the outflow graft bend relief for approximately 6 cm (centimeters) adjacent to the aortic anastomosis. The patient underwent a thoracotomy and upon opening the outflow graft bend relief, bloody fluid gushed out and the extrinsic pressure around the outflow graft was relieved with immediate improvement of pump flow values. Gelatinous material was also suctioned out from around the outflow graft. A tee (transesophageal echocardiogram) confirmed complete expansion of the graft, including at the level of the aortic anastomosis. The patient was reportedly recovering well with normal pump flows and plans to discharge home. The event was determined to be resolved on (B)(6) 2019. The patient ultimately expired on (B)(6) 2021 due to abdominal infection tracking to the driveline. (MFR# 2916596-2021-05385) (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of the heartmate 3 lvas IFU, "introduction", provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas IFU also contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The current heartmate 3 lvas patient handbook, contains section 5, "alarms and troubleshooting", which outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided and there is no product available for investigation. Additionally, although the reported low flow alarms could not be confirmed through this evaluation, the account attributed them to the reported outflow graft obstruction. Treatment was provided, and the low flow alarms reportedly resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU and the current heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department because he had low flow alerts over a two day period an found to be volume overloaded. The vad coordinator advised the patient to increase his oral liquid intake, however the patient still had low flow alerts. The patient eventually developed increased bilateral leg swelling and an increased shortness of breath. Echo was obtained and revealed enlarged left ventricle and patient was given vasodilators, and the lvad speed was increased. Upon further inspection it was noted that the patient had external compression of the outflow graft noted under the bend relief from substrate between the outflow graft and gore-tex sheath for 6 cm proximal to the aortic anastomosis. The patient underwent a thoracotomy on (B)(6) 2019 to relieve the obstruction of the outflow graft. A transesophageal echocardiography was used to confirm complete expansion of the graft, including at the level of the aortic anastomosis. The patient was recovering well, and was planning on being discharged soon. No further information was provided.